Manufacturer narrative:
Device received with blank flashing white lcd display anomaly due to cracked on lcd controller. Unable to performed displacement, rewind, seating and basic occlusion due to flashing white lcd display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer also reported that it was beeping and was flashing a red light. There was no report of pump screen flashing when screen was turned on after being in sleep mode. Blood glucose level at the time of the incident was 600+ mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.